Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining an occurrence of a discrepant troponin (accutni) result generated by the unicel dxc 600i access immunoassay system. Upon re-run, the results were within normal range. The initial result was 0.134 ng/ml, the repeat results were 0.01ng/ml and 0.008 ng/ml. The sample was spun and there was a significant centrifuged pellet that had numerous floating constituents. The erroneously high discrepant result was reported out of the laboratory; however, patient treatment was not affected in this event.

Manufacturer narrative:
The sample type was fresh serum and centrifuged at 3000g for 10 minutes at 20 deg celsius. The system is currently performing within qc specifications. Controls were run before and after this event and were acceptable. Calibration was also within acceptable range. Service was not dispatched to date as the customer is not questioning the performance of the instrument. To date, there is no additional information available about the floating constituents within the patient sample. The cause of this event is unknown to date.